Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that wouldn't open and could not be recovered. The customer stated that the malfunction caused a delay in dispensing medications to the patient, and the user used another pocket and station to retrieve the medication. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that wouldn't open and could not be recovered. The customer stated that the malfunction caused a delay in dispensing medications to the patient, and the user used another pocket and station to retrieve the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open and did not allow recovery. A field service engineer (fse) replaced the full-height drawer inseparable after diagnosing the issue. The customer confirmed the drawer's functionality afterward. The system functioned as intended after the field service engineer repaired the device.